Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure "foreign matter has come out from the switch 1" was not confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that foreign matter has come out of the subject device's switch 1. The event occurred during setup/inspection for use. There were no reports of patient involvement.